Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited p-wave amplitude variation, failure to capture and phrenic nerve stimulation. Chest x-ray was performed, and it revealed ra lead dislodgement. The ra lead was repositioned on (B)(6) 2024. Patient condition was discharged home same day.